Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The manufacturing process have the controls to detect this conditions where all the units are inspected according to plan specifications, such as balloon is visual inspection and catheter inspection for obstruction or restricted tube and leakage.

Manufacturer narrative:
One swan-ganz catheter was received by our product evaluation laboratory for a full examination. The reported issue was not be confirmed. As received, catheter body tube was completely broken off from the distal end of the "y" fitting. The cross surfaces of broken tube were rough and uneven. The edges of the broken section appeared to match at the break site. Both balloon latex and balloon windings were intact. Lab findings were not aligned to the customer photo, which shows the catheter body not broken. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Further engineering investigation was performed, when the product investigation is completed, a supplemental report will be sent with the investigation results.

Event description:
As reported, during surgery, the balloon of this embolectomy catheter ruptured (see picture attached). There is no allegation of patient injury. As per product evaluation findings, catheter body tube was completely broken off from the distal end of the "y" fitting. The cross surfaces of broken tube were rough and uneven. The edges of the broken section appeared to match at the break site. Patient demographics were not provided.